Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0lz33, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient stated it was helping but not as good as the first program. It was noted that there were symptoms but not specified. It was noted he switched program one time but still having some problems and sometimes could not tell if still activated so adjust it and still not working. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.